Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room with complaint of a racing heart rate. An interrogation of the device was attempted, however, was unsuccessful with radio frequency (rf) telemetry and the device was noted to be in safety mode. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.